Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosis, de novo lesion in the mid left anterior coronary artery. A non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation. Then a 2.25 x 12mm nc trek rx (bdc) was used for additional dilatation. During advancement resistance was felt due to the heavy calcification in the lesion; however, the balloon reached the target lesion. The bdc was inflated four times to 18 atmosphere when the balloon ruptured. The bdc was removed without issue and a non-abbott device used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.